Manufacturer narrative:
.

Event description:
The pt reported that subsequent to a dental procedure, the left-sided implant has not worked correctly; her symptoms had returned on the right side. She stated, that her device has periodically been affected by emi; she is able to turn the device on but it hasn't provided the same therapy as prior to the dental procedure. The pt services representative redirected the pt to the physician to check the status of the dbs implant. The medtronic representative reported, the pt can "get some movement" from going through theft detectors while standing in retail stores and from proximity to her daughter's hearing support speaker system. The representative anticipated follow-up with the pt. Add'l info has been requested from the physician.